Manufacturer narrative:
(B)(4).

Event description:
It was reported that half-way through the procedure a message appeared stating that the camera head was not connected and visualization was lost. A backup camera head was connected and worked until completion of the procedure. A five minute delay was noted and no patient impact.

Manufacturer narrative:
Device investigation narrative - evaluation was not possible, as the device has not been returned. Smith & nephew has attempted several times to obtain the device for evaluation however has been unsuccessful. Review of the complaint history records were performed which confirmed no inconsistencies. It is difficult to perform an accurate evaluation of a failure without having the failed product to look at. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated. Our quality department will continue to monitor for trends. No further investigation is required. UDI: (B)(4).